Manufacturer narrative:
Device analysis report is attached. This report is submitted on august 16, 2022.

Event description:
Per the clinic the device was explanted on (B)(6) 2022, due to tip foldover. The patient was reimplanted with another cochlear device during the same surgery.